Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when post device change out procedure during a routine post-operative checkup, lead dislodgment was confirmed via chest x-ray. Lead was explanted and a new lead was implanted. There was a problem with the puncture sheath during the operation as well however no further information on the puncture sheath was available. Patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedures. The lead was otherwise normal.